Manufacturer narrative:
H4: the lot was manufactured from march 13, 2020 - march 16, 2020. H10: two (2) actual devices were received for evaluation. A visual inspection was performed using the naked eye noted silicone oil located on the interior wall of the housing. Silicone oil is applied on the bladder of every device during the manufacturing process to ensure a pliable expansion/contraction of the bladder during filling and infusion. Silicone oil is also used to reduce bladder rupture. The intent of the silicone oil is to reduce friction as the bladder is inflated. Silicone oil from the bladder could drip on the interior wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. The reported condition was identified; however the product met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked prior to patient use. The event was further described as "had some sort of fluid inside that seemed to drip down the sides of it when tipped." There was no patient involvement. No additional information is available.